Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/17/2024.

Event description:
Healthcare provider reported a right side ¿textured and deflated" of a non-abbvie device. The device has been explanted.

Event description:
Healthcare provider reported a right side "textured and deflated" of a non-abbvie device. The device has been explanted.

Event description:
Healthcare provider reported a right side ¿textured and deflated.¿ the device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.